Event description:
Report indicates: "note on pump - please check pump - IV infiltrated no occlusion alarm continued to pump fluid." No add'l info at this time. Although attempts were made to obtain additional info from the reporting facility, details were not available regarding age of pt, or medication involved. No injury or intervention was reported by the facility.